Event description:
It was reported the coil reported the coil could not be detached with the instant detacher or via manual method. Upon removal, the coil detached inside the catheter and the physician was to push it into the aneurysm. No patient injury reported. Same event as MDR# 2029214-2012-00258.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).